Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found silicone pieces in the hex inset preventing full insertion of the hex wrench.

Event description:
It was reported that the pulse generator set screw could not be tightened. The device was not used.